Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin and the insulin gauge displayed 30-40 units. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.